Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed de novo lesion was located in a left anterior descending artery. A 3. 0x15 mm quantum maverick balloon was advanced to the lesion and ruptured on the first inflation at 16 atms. Another balloon was used to predilate the lesion and a non bsc stent was implanted. The lesion was post-dilated with a quantum maverick 3.0x12mm balloon. No pt injuries or complications occured. Pt status is satisfactory.

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. Return of the complaint device may have aided in attempts to confirm the reported events and root cause determination. The mfg records related to this batch were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicates the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).